Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the in-house contour plus meter was tested with the in-house contour plus test strips using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. No information was captured and as the customer's age and weight were not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
An advocate called from (B)(6) to report that they received error messages, indicative of strip upside down on their contour plus meter. The customer experienced symptoms of hyperglycemia such as dizziness, feeling tired, low oxygen in blood, and diarrhea. The customer was hospitalized where his blood glucose was tested and a reading of 360 mg/dl was obtained. The customer was treated, however the treatment details were not provided. The device is not expected to be returned for evaluation.